Manufacturer narrative:
A guidant technical services (ts) consultant recommended toggling the setscrew to loosen it, try different wrenches and suggested trying the side loading (angle) technique. According to the available information, this ICD is still in service. The local guidant sales representative was contacted for further information. No further information is available from the field at this time. Should additional information become available, this event will be updated.

Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing triscupid valve surgery. At the same time as this procedure, the leads were to be electively replaced to add an epicardial patch and epicardial sensing leads. The caller reported having difficulty tightening the set screws back on the new leads. No adverse patient symptoms were reported.